Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate shocks. It was noted that the implantable cardiac defibrillator, atrial lead and the right ventricular lead exhibited noise. It was suspected that the noise could be a result of emi but noise could not be reproduced. The ICD was explanted and replaced. The leads were reused with the new device. The patient was stable prior, during and post procedure.